Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) which occurred on the homechoice (hc) during fill 4 of 8. The patient was connected at the time of the alarm. The patient line had been properly primed period to connecting and no patient extension lines were in use. The patient had not disconnected prior to the alarm. The supplies had not been damaged by an outlet port clamp or assist device. The heater bag had disconnected from the set up. Proper procedures were reviewed with the rn and there were no samples available. The technical service representative (tsr) cleared the error and informed the registered nurse (rn) of the error's meaning. The rn would reprogram the unit for 5 cycles with a new set-up. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr because the product is unknown at this time. This complaint for a report of a system error 2240 was confirmed. The root cause was undetermined. This issue is being investigated through CAPA. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed.